Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had product damage issues. The following information was provided by the initial reporter : the consumer reported that the white circular disc at the bottom of the plunger broke off during use and stated was unable to dispense medication as a result. Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-16. H6: investigation summary: customer returned a single 0.5ml syringe with no further identification. The thumbpress at the base of the plunger rod had broken off at the plunger rod¿s base. Visual inspection of the fracture profile found a stress mark across the thumb press that was perpendicular to a ridge of material from the plunger rod. Based on this damage, it is believed that a high stress placed across the thumbpress resulted in the thumbpress tearing away from the plunger rod at its base. The syringe could not be used in this condition. A review of the device history record was completed for batch# 1200429. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of the syringe being difficult to operate as the plunger rod¿s thumbpress had broken off. The root cause of the thumpress appears to be high stresses placed across the end of the plunger rod.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had product damage issues. The following information was provided by the initial reporter : the consumer reported that the white circular disc at the bottom of the plunger broke off during use and stated was unable to dispense medication as a result. Date of event : unknown, samples : available.